Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones. It was noted that the device was interrogated and found to be at eri (elective replacement indicator). Eri had been triggered approximately 1.5 months previously. It was reported that the suspected cause for the device triggering eri early was due to an incorrect charge time limit and not due to true battery depletion. A memory dump and save-to-disk were performed and forwarded to guidant for analysis.